Event description:
The reporter stated the surgeon attempted to use a micl 12.6mm implantable collamer lens. The lens was received damaged, the haptic head was torn. The damage was noticed before the lens was loaded into the cartridge. There was no pt contact. The backup lens was used.

Manufacturer narrative:
(B) (4). Eval results - (other): a lens work order search was performed and no similar complaint was found within the same work order. (B) (4)